Event description:
It was reported that the patient presented with noise oversensing on the right atrial lead which resulted in inappropriate mode switch. The lead was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.